Event description:
It was reported that the customer did not have a history on the insulin pump to download to carelink. Her healthcare provider mentioned the customer was not delivering insulin. She was in a car accident on (B)(6) 2012. She went to her health care provider appointment on (B)(6) 2013 and there was a medtronic representative that advised her to get her insulin pump replaced due to cracks on the insulin pump. The customer's bolus history showed sporadic recordings of the boluses. The customer's blood glucose level was running high and low, but because there was no data on the last visit, her healthcare provider was not able to make adjustments to the settings. Her actual blood glucose level was not reported. The insulin pump sometimes captured the bolus but disappeared a couple of days later. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.